Event description:
Additional information indicated that the patient had had lead revision less than three weeks prior to the report, on (B)(6) 2013. The patient was doing well and receiving effective therapy.

Event description:
It was stated that a patient was having a revision surgery on the day of the report. The battery longevity was "great" and did not need to be replaced. About two weeks later it was reported that the revision did not happen. The reason for the revision was because the lead had moved "out of place." The patient was not receiving stimulation in the correct location. An x-ray was taken to confirm the lead migration. The patient was going to meet with the surgeon to schedule the revision. No further information was received. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3550-29, lot# n248235, implanted: (B)(6) 2011. Product type: accessory. (B)(4).